Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was visited emergency room and hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl. Customer was treated with glucose. Customer was alleging that the insulin pump was over delivering. Trouble shooting was performed for under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with serial number label missing, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).